Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. Troubleshooting was done. It was reported that the drive support cap appeared to be indented. It was reported that the customer was using the infusion set of the insulin pump for more than three days. The customer was advised to change the infusion set every three days. No additional information was provided.